Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/22/2020. Corrected information: d3, g1, g2. A manufacturing record evaluation was performed for the finished device lot, and no non-conformities were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure on unknown date and the suture was used to pass through the hole in the tip of the catheter so that it can be taken at the stomach level and left after the duodenum under endoscopic vision. It was reported that when the first knot was made, the suture thread burst and another like had to be used to complete the procedure.